Event description:
Customer reported a low blood glucose event. Customer went to bed with 83 mg/dl. The insulin pump delivered insulin during the night. The blood glucose dropped so low, customer had hypoglycemic attack. The paramedics had to break in, due to customer being unconscious. The blood glucose reading was 29 mg/dl. Paramedics treated with dextrose. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.